Manufacturer narrative:
Zimviie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title and email address are not provided / unknown. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #21 (universal) was removed due to an infection. Citric acid etch was performed. The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 -2022 -02544. Follow up with customer provided more detail to the event description, b5. The following sections are being reported: b5: describe event or problem. H2: if follow-up, what type. H10: additional narratives/data. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
Implant placed, integrated and tested with isq. 1 year later pa radiolucency noted at implant. Implant explored, curettaged, acid etch, graft. Continued with signs of infection. Implant removed.